Event description:
It was reported that a shunt assistant (#fv251t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the shunt caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has indicated that the shunt assistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the shunt assistant operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found in the shunt assistant. Results: based on our investigation results, we can determine visible deposits. The deposits did not affect the technical properties at the time of the investigation. At the time of the examination, we were unable to determine how the functional impairment occurred. Organic material in the patient's own cerebrospinal fluid may have temporarily affected the function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system, depending on its location, quantity and consistency, leads to a deterioration of the properties. The examination of the returned item is completed with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.